Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced head piece retention issues due to a thick skin flap. The recipient underwent skin flap revision surgery.